Manufacturer narrative:
The device was returned to olympus service operation repair center. The evaluation of the device confirmed the followings; the reported event was reproduced. Igniter board failure was noted. Scope connector socket sensor fatigue was noted. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc guessed that the reported event was caused by the igniter board failure due to aging. Scope connector socket sensor fatigue may have been caused by aging or external stress. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that the examination lamp did not ignite and the spare lamp was working. There was no report of patient injury associated with this event.